Manufacturer narrative:
This pacemaker and rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, it was noted that this pacemaker had recorded several episodes of noise on the right ventricular (rv) lead that was being oversensed. A memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant discussed that the episodes could not be viewed and the noise amplitudes could not be measured as there was no information due to the device being reset and reprogrammed during the follow up prior to the memory download. This patient is 100% paced in the ventricle and the deivce has recorded numerous nonsustained ventricular tachycardia (nsvt) episodes, indicating a continuous issue with noise oversensing. In addition, the recent programming changes appears to have increased the number of nsvt episodes, indicating that the device was detecting more noise and intrinsic activity than previously. In addition, the pacing threshold outputs are fixed at 4 volts so any changes in the threshold measurements to help with lead evaluation cannot be utilized. No adverse patient effects were reported. Further engineering review was later conducted and it was concluded that the noise was due to myopotentials. The oversensing also resulted in numerous episodes of pacing inhibition; one episode showed the inhibition lasting for more than two seconds. In addition, there were pacemaker mediated tachycardia (pmt) episodes recorded showing pacing at the maximum tracking rate as well. Further troubleshooting was provided.